Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an uncomplicated phacoemulsification surgery, a patient presented on postoperative day 1 with cloudy vision. The eye showed moderate conjunctival injection and a severe anterior chamber reaction with hypopyon and fibrin. The patient underwent a vitrectomy in addition to intravitreal antibiotics. A culture was performed but results were not reported. A completed questionnaire was received indicating that the site uses a "bss mix" in addition to enzymatic cleaning solutions.